Event description:
During baxter's eval it was found that a spectrum pump experienced a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of system error 105 through the observation of the alarm during power up, but could not reproduce it during eval. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.